Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The analysis of the provided trend data, acquired between 17th of june 25 and 11th of february 2026 recorded an initial stable lv pacing impedance of 600 ohms with several abrupt increases to >3,000 ohms in november, since december permanently >3,000 ohms until the end of the recordings. The analysis of the provided iegm episodes revealed artifacts on the rv and lv channel, which led to the reported oversensing as well as loss of capture on the lv channel. The rv lead was added to the analysis due to artifacts in the rv channel present in the provided iegm episodes. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped due to high pacing impedance on the lv channel with noise episodes and lost of capture. New lead implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.